Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was returned but couldn¿t be measured in size. Clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis show damage, which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument was bent. No further information was provided.